Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and myometritis ('myometriosis') in an adult female patient who had essure (batch no. C06614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an confirmation test". The patient's medical history included allergic rhinitis. Concurrent conditions included suprapubic pain, urinary tract infection, menometrorrhagia, abdominal tenderness, cervical cyst, pap smear abnormal, breast mass, leukorrhea, neurofibromatosis and vitamin d deficiency. Concomitant products included paracetamol (tylenol) for pelvic pain and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), myometritis (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches/ occasional migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), dysplasia ("dysplasia"), alopecia ("hair loss"), anaemia ("anemia"), abdominal pain lower ("right lower quadrant pain"), adenomyosis ("adenomyosis"), menstruation irregular ("irregular bleeding") and menometrorrhagia ("intermenstural bleeding") and was found to have liver function test increased ("elevated liver function"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, abdominal pain, liver function test increased, depression, vaginal haemorrhage, the last episode of menorrhagia, nausea, dysplasia, abdominal pain lower, menstruation irregular and menometrorrhagia outcome was unknown, the myometritis, headache, migraine, fatigue, anaemia and adenomyosis was resolving and the female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, back pain, depression, dysmenorrhoea, dyspareunia, dysplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, liver function test increased, menometrorrhagia, menstruation irregular, migraine, myometritis, nausea, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted with insertion date: (B)(6) 2014 and (B)(6) 2014. The right tube had _2_ calls visualized after placement and the left tube had _2_ coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2018: impression: status post hysterectomy. There is an irregular loculated fluid collection extending from the vaginal cuff suspicious for abscess. There are couple of foci of extra peritoneal air just anterior to the left iliac is muscle, possibly postsurgical. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, right lower quadrant abdominal pain, adenomyosis, dyspareunia,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Case becomes an incident. Lot number was added. New events added: abnormal bleeding (general) , abnormal bleeding (vaginal) , menorrhagia , apareunia , migraines / headaches , nausea , dysmenorrhea , fatigue , dysplasia , hair loss , anemia , right lower quadrant pain, adenomyosis, adenomyosis, myometriosis, irregular bleeding. Previously added event psych injury was updated to depression. Reporters, lab data, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C06614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an confirmation test". The patient's medical history included cervical dysplasia in 2015, attention deficit disorder in 2012, depression in 2012, anaemia in 2012, dysmenorrhoea from 2012 to 2018, allergic rhinitis, menstrual flow excessive and pap smear abnormal. Concurrent conditions included suprapubic pain, urinary tract infection, menometrorrhagia, abdominal tenderness, cervical cyst, pap smear abnormal, breast mass, leukorrhea, neurofibromatosis, vitamin d deficiency, dysuria, painful urination, hematuria, per vaginal bleeding and menses irregular. Concomitant products included paracetamol (tylenol) for pelvic pain and right lower quadrant pain as well as algae nos;bioflavonoids nos;choline bitartrate;enzymes nos;fibre, dietary;fungi nos;herbal nos;minerals nos;rutoside;vitamins nos;xantofyl (alive! Once daily women's ultra potency), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the first episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines / headaches/ occasional migraine"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("right lower quadrant pain"). On an unknown date, the patient experienced myometritis ("myometriosis"), back pain ("back pain"), depression ("psych injury/ depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysplasia ("dysplasia"), anaemia ("anemia"), adenomyosis ("adenomyosis"), menstruation irregular ("irregular bleeding") and menometrorrhagia ("intermenstural bleeding") and was found to have liver function test increased ("elevated liver function"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, liver function test increased, depression, vaginal haemorrhage, the last episode of heavy menstrual bleeding, dysplasia, abdominal pain lower, menstruation irregular and menometrorrhagia outcome was unknown, the myometritis, headache, migraine, fatigue, anaemia and adenomyosis was resolving and the dyspareunia, female sexual dysfunction, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, back pain, depression, dysmenorrhoea, dyspareunia, dysplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, liver function test increased, menometrorrhagia, menstruation irregular, migraine, myometritis, nausea, pelvic pain, vaginal haemorrhage, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted with insertion date: (B)(6) 2014 and (B)(6) 2014. The right tube had _2_ calls visualized after placement and the left tube had _2_ coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Status post hysterectomy. There is an irregular loculated fluid collection extending from the vaginal cuff suspicious for abscess. 2. There are couple of foci of extra peritoneal air just anterior to the left iliac is muscle, possibly postsurgical. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain., right lower quadrant abdominal pain, adenomyosis, dyspareunia,vaginal bleeding. Most recent follow-up information incorporated above includes: on 6-may-2021: medical record received: reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. C06614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an confirmation test". The patient's medical history included cervical dysplasia in 2015, attention deficit disorder in 2012, depression in 2012, anaemia in 2012, dysmenorrhoea from 2012 to 2018 and allergic rhinitis. Concurrent conditions included suprapubic pain, urinary tract infection, menometrorrhagia, abdominal tenderness, cervical cyst, pap smear abnormal, breast mass, leukorrhea, neurofibromatosis, vitamin d deficiency, dysuria, painful urination and hematuria. Concomitant products included paracetamol (tylenol) for pelvic pain and right lower quadrant pain as well as algae nos;bioflavonoids nos;choline bitartrate;enzymes nos;fibre, dietary;fungi nos;herbal nos;minerals nos;rutoside;vitamins nos;xantofyl (alive! Once daily women's ultra potency), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and trazodone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the first episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines / headaches/ occasional migraine"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("right lower quadrant pain"). On an unknown date, the patient experienced myometritis ("myometriosis"), back pain ("back pain"), depression ("psych injury/ depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysplasia ("dysplasia"), anaemia ("anemia"), adenomyosis ("adenomyosis"), menstruation irregular ("irregular bleeding") and menometrorrhagia ("intermenstural bleeding") and was found to have liver function test increased ("elevated liver function"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, liver function test increased, depression, vaginal haemorrhage, the last episode of heavy menstrual bleeding, dysplasia, abdominal pain lower, menstruation irregular and menometrorrhagia outcome was unknown, the myometritis, headache, migraine, fatigue, anaemia and adenomyosis was resolving and the dyspareunia, female sexual dysfunction, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, back pain, depression, dysmenorrhoea, dyspareunia, dysplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, liver function test increased, menometrorrhagia, menstruation irregular, migraine, myometritis, nausea, pelvic pain, vaginal haemorrhage, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted with insertion date: (B)(6) 2014 . The right tube had _2_ calls visualized after placement and the left tube had _2_ coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Status post hysterectomy. There is an irregular loculated fluid collection extending from the vaginal cuff suspicious for abscess. 2. There are couple of foci of extra peritoneal air just anterior to the left iliac is muscle, possibly postsurgical.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain., right lower quadrant abdominal pain, adenomyosis, dyspareunia,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2021: fu 8 and 9 processed together. Medical record received. Repórter and medical history were added. On 27-apr-2021: fu 8 and 9 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C06614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an confirmation test". The patient's medical history included allergic rhinitis and attention deficit disorder. Concurrent conditions included suprapubic pain, urinary tract infection, menometrorrhagia, abdominal tenderness, cervical cyst, pap smear abnormal, breast mass, leukorrhea, neurofibromatosis and vitamin d deficiency. Concomitant products included paracetamol (tylenol) for pelvic pain and right lower quadrant pain as well as algae nos;bioflavonoids nos;choline bitartrate;enzymes nos;fibre, dietary;fungi nos;herbal nos;minerals nos;rutoside;vitamins nos;xantofyl (alive! Once daily women's ultra potency), ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol) and hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("right lower quadrant pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myometritis ("myometriosis"), back pain ("back pain"), headache ("headaches"), depression ("psych injury/ depression"), the second episode of menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches/ occasional migraine"), dysmenorrhoea ("dysmenorrhea (cramping)"), dysplasia ("dysplasia"), anaemia ("anemia"), adenomyosis ("adenomyosis"), menstruation irregular ("irregular bleeding") and menometrorrhagia ("intermenstural bleeding") and was found to have liver function test increased ("elevated liver function"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, liver function test increased, depression, vaginal haemorrhage, the last episode of menorrhagia, dysplasia, abdominal pain lower, menstruation irregular and menometrorrhagia outcome was unknown, the myometritis, headache, migraine, fatigue, anaemia and adenomyosis was resolving and the dyspareunia, female sexual dysfunction, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, back pain, depression, dysmenorrhoea, dyspareunia, dysplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, liver function test increased, menometrorrhagia, menstruation irregular, migraine, myometritis, nausea, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted with insertion date: (B)(6) 2014 and (B)(6) 2014. The right tube had _2_ calls visualized after placement and the left tube had _2_ coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1. Status post hysterectomy. There is an irregular loculated fluid collection extending from the vaginal cuff suspicious for abscess. 2. There are couple of foci of extra peritoneal air just anterior to the left iliac is muscle, possibly postsurgical.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain., right lower quadrant abdominal pain, adenomyosis, dyspareunia,vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: pfs received: outcome of events: "dyspareunia, nausea" updated to "recovered/resolved", concomitant drugs, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.